Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a proximal pancreaticoduodenectomy, on the second firing on the patient, when the surgeon attempted to fire the device, the cartridge was locked and they could not fire the device. The removal of the yellow tab and the opening and closing check was done properly. They replaced with a new cartridge to complete the case. There was no patient injury.